Event description:
The manufacturer received info alleging a "service required" alarm condition occurred. The device was not in pt use.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The ventilator's internal battery and power management board were replaced to address the issues. There was no pt harm or injury reported. The ventilator was found to audibly and visually alarm, as designed.